Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. The baton was plugged into a test monitor and the monitor was powered on; there was no video signal. The device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, there was a no video signal issue. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.